Event description:
It was reported that a pt had an early revision due to the fact that the post attached to the base plate of the implant had come undone despite being torqued, leaving the pt unable to walk.